Event description:
During the procedure, while advancing an orbit galaxy coil ((B)(4)), some resistance occurred around 3 cm from the distal end of the excelsior sl10 microcatheter (stryker). Then, the delivery tube was gently pulled back, and the coil was unintentionally detached. It is unknown when and how this happened, but it was stated that no detachment was attempted at that time. Therefore, both the orbit galaxy and the unspecified excelsior sl10 were safely removed as a unit from the patient. The procedure was continued using the competitor's products (details unknown). Afterwards, the procedure was successfully completed without any further issues. There was no patient injury reported. It is also unknown how many coils were successfully placed during the procedure. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The coil procedure embolization was for the anterior cerebral artery aneurysm that was mildly tortuous and was not calcified. The complaint product is going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
During the procedure, while advancing an orbit galaxy coil (640cf0308/15653726) some resistance occurred around 3cm from the distal end of the excelsior sl10 microcatheter (stryker). Then, the delivery tube was gently pulled back, and the coil was unintentionally detached. It is unknown when and how this happened but it was stated that no detachment was attempted at that time. Therefore, both the orbit galaxy and the unspecified excelsior sl10 were safely removed as a unit from the patient. The procedure was continued using the competitor's products (details unknown). Afterwards, the procedure was successfully completed without any further issues. There was no patient injury reported. It is also unknown how many coils were successfully placed during the procedure. The complaint product was new and was stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the product by visual inspection. Also no damages were reported on the device after the event. There was no stretching or unintended detachment observed in the microcatheter. It is unknown if the microcatheter was re-shaped or not. The coil procedure embolization was for the anterior cerebral artery aneurysm that was mildly tortuous and was not calcified. The complaint product is going to be returned for evaluation. No additional information is available. A non-sterile orbit galaxy complex fill coil 3 x 8 was received coiled inside of a plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was received partially zipped and it was found kinked. The support coil and gripper were received outside of the introducer, the support coil was found without damage while the gripper was found with wave condition. The embolic coil was received separated of the device and it was found kinked/stretched. The introducer, gripper and embolic coil were inspected under microscope and the following was found: the introducer was found kinked, wave condition was noted on the gripper and the embolic coil was found stretched/kinked. Additionally was observed that the gripper shows the mark which indicates that the coil was previously attached to it. The od from the delivery tube was measured and was found within specification. The functional test can be performed due to the conditions of the received product (kinks on the introducer and embolic coil separated of the device). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failures dcs - resistance friction and coil - premature detachment-in micro catheter could not be evaluated due to the conditions of the received device. The damages found on the device could not be conclusively determinate. However, after removal from the patient, it was noted that the device was not damages. The most likely cause of the damages may have occurred during the shipping process. Based, on the information and analysis, the reported event could be related to procedural factors. Neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process. Additionally inspections are in place to prevent these kinds of damages leaving from the facility; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15653726 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.